Event description:
It was reported that during a shoulder procedure using a starvac 90 icw wand, the wand stopped working after 5 minutes of activation. Another like was opened, however, this wand gave an error code upon connection to the controller. The surgeon opted to complete the procedure using a competitive device. There was no significant delays or pt complications reported as a result of this event.

Manufacturer narrative:
Visual inspection shows minimal electrode and screen wear with discoloration around the cap from activation of the wand. The returned wand and suction line were functionally tested and both performed to specifications. The customer's reported complaint could not be verified, nor could a root cause be determined with confidence as the device performed as intended. Due to the wand showing signs of activation, factors unrelated to the manufacture or design of the device which could have contributed to the reported event include: the wand or foot control connector may have become loose from the controller, a lack of insufficient saline during the procedure to maintain the plasma field, or a failure with the customer's controller, foot control, or cable. IFU contains precautions and instructions regarding the use of the device such as: use only conductive media (e.g. Saline, ringers lactate, etc.). Do not use non-conductive media (e.g. Sterile water, air, gas, glycine, etc.). Under arthroscopic guidance, ensure that the wand tip (including return electrode) is completely surrounded by irrigant solution during use.